Event description:
During 6 month post operative office visit, the surgeon discovered that both s1 screws were fractured. The original surgery date was 2007. The pt is not experiencing any side effects (pain) and has solid fusion mass at l5/s1. The surgeon has no plans for revision surgery at this time. The rep reported that bone was not inserted into the disc space at l5/s1. A synthetic bone graft was placed in the gutters.

Manufacturer narrative:
Both broken screws remain in the pt.